Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer reported that nibp continuously runs on the unit (bsm-1733a sn: 3915). Will not inflate past a certain pressure. Tested on a simulator. Tried new cuffs. Tried new hose. No error message on the monitor. No physical damage. No fluid intrusion. Warranty exchange: software version: 02-61 ip address: 010.046.070.117 bed name: cvc investigation conclusion: on (B)(6) 2020, the customer received the new unit. The root cause could not be determined, although the primary failure was considered to be customer abuse according to nk rc evaluation. The device was in use with a patient at the time, but no harm was reported. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot number & expiration d6 - d7 d9 f10 g6 g8 h2 h7 h9 additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4 date of this report f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nibp (non-invasive blood pressure) runs continuously on the bedside monitor (bsm) but will not inflate past a certain point. No error message displayed on the monitor. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp (non-invasive blood pressure) runs continuously on the bedside monitor (bsm) but will not inflate past a certain point. No error message displayed on the monitor. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the nibp (non-invasive blood pressure) runs continuously on the bedside monitor (bsm) but will not inflate past a certain point. No error message displayed on the monitor. No patient harm reported.